Event description:
It was reported that, during a surgery, a surgeon found some powder (like metal powder) on the taper of the reported head. He blotted it with gauze and implanted on a patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device implanted.

Manufacturer narrative:
An event regarding debris involving a metal head was reported. It is unclear exactly what the nature of the debris was. The event was not confirmed. Method & results: device evaluation and results: visual inspection was not performed on the device as no items were returned, it was implanted, however a picture was provided. There is some sort of debris visible on the taper of the head but it is impossible to characterise this debris without return to stryker for analysis. The outer blister was returned. There is no evidence of any kind of metal or plastic debris on this packaging. The only thing of note is that the plastic post is slightly damaged but it is impossible to say when this could have occurred and it has no relevance to the reported event. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that, during a surgery, a surgeon found some powder (like metal powder) on the taper of the reported head. He blotted it with gauze and implanted on a patient.